Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received for evaluation. An evaluation was performed and there were no issues found. The reported issue could not be confirmed. Because the reported issue could not be confirmed, a root cause could not be determined. However, the dual port cap was found upside which will result in a weak seal and causing a leak. The dual port cap must be placed with the longest section sealing the dual port. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-08. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the nurses experience leakage from the port cover while using it. Nurses had to secure tape to hold the port covers in place.